Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance trend on the rv (right ventricular) pacing lead was rising to beyond the expected upper range and there was a r-wave amplitude measurement issue.

Event description:
It was reported that the right ventricular (rv) lead had a gradual rise in impedance. The lead also had high thresholds and loss of capture. The lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.